Manufacturer narrative:
A batch record review indicate no discrepancies could be found. A used physical sample has been received for this complaint, which was evaluated and showed that it met specification. Review of the in-process functional test report for dip code testing does not reveal any sign of defect detected during the function test. Product showed no sign of material degradation, discoloration or non-deflation. The samples taken from this manufacturing lot met the specification when subjected for the functional test in accordance with the test method. Reviewing of the complaint trend for non-deflation from 2013 to july 2016, showed no negative trend observed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 25, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: august 16, 2016. (B)(4).

Event description:
It was reported that the balloon of the catheter would not deflate. The 5cc's were removed and the catheter came out at that point still having 2.5cc's in the balloon. No further information was provided including patient details or outcome.